Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ii omnitrope pen 10 is unable to deliver medication. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: plunger stuck: my son's pen is stuck, it will not inject anymore, this is our second pen the first one skipped. He missed last night's dose, he will miss tonight's dose and most likely will miss the entire weekend as well!

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the complaint sample revealed cracked and broken radial tabs. The sample could not be tested for the reported issue of plunger stuck. The root cause of the broken pen body is most likely material incompatibility. Breaking from material incompatibility is due to the interaction between the polycarbonate of the vial retainer component and dioctyl phthalate found in the pen pouch. Chemical compatibility overview for lexan polycarbonate recommends against the use of diocytl phthalate in conjunction with polycarbonate as it results in failure or severe degradation. Corrective actions have been determined to inform sandoz gmbh of material compatibility with the pen pouch. Preventative action has been established for sandoz to update the pen pouch material. H3 other text : see h.10.

Event description:
It was reported that pen ii omnitrope pen 10 is unable to deliver medication. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: plunger stuck: my son's pen is stuck, it will not inject anymore, this is our second pen the first one skipped. He missed last night's dose, he will miss tonight's dose and most likely will miss the entire week-end as well!